Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024 at 6:00 am, the patient¿s spouse found the patient unconscious on the floor and called 911. She did not recall any preceding symptoms. The bg by emergency medical services (ems) was 600 mg/dl and the patient was transported to the hospital by ambulance. In the emergency department (ed), the glucose was not going down from 600 mg/dl, and reportedly took a long time to go down. The patient stayed in the hospital for 5 days. During that time, the patient was treated with unremembered medications and insulin through an IV. After being discharged, the patient said she checked her history in the omni pod, and she was able to confirm that from midnight onwards on (B)(6) 2024, her egv was going up from 400 mg/dl plus to 569 mg/dl. Of note, the dexcom cgm will give a value of "high" for egv 401 mg/dl and above. The patient alleged that she did not get any alarm from the omnipod or from the phone paired to her g6 during that time. At the time of the report, the patient was in good condition. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).